Manufacturer narrative:
Additional product code: kwq. Investigation summary: visual inspection: it was noticed that the threaded portion - distal tip of the device was found to be stripped. It is possible that the stripped condition of threaded portion of the device would affect the functionality of the device. Hence, the reported condition is confirmed. DHR review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Conclusion: the exact cause of the reported condition is unknown, but, it is likely that the device was subjected to excessive forces during the 7+ year life of the device. After a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities device history part number: 314.467, stardrive screwdriver shaft t8 105mm, lot number: 6985072 (non-sterile), lot quantity: 109, manufacturing location: supplier - (B)(4) / inspected, packaged and released by: (B)(4), release to warehouse date: 10-oct-2012. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance supplied by (B)(4) dated 28-sep-2012 and certificate of tests supplied to (B)(4) by carpenter dated 22-nov-2010 were reviewed and determined to be conforming. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and all packaging components used met current defined requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the screwdriver shaft was found not functioning during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This is report 1 of 1 for (B)(4).